Event description:
Patient tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Coumadin dose was held based on the lab result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.